Manufacturer narrative:
Final analysis found a complete lead returned for analysis in two pieces. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold and low r-wave sensing. The lead was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Correction - should have been (B)(6) 2011 instead of (B)(6) 2011.